Event description:
A caller reported encountering cgm error 42 with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, which resolved the issue as the error did not recur. The caller successfully started their sensor session without further problems.